Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). There were numerous kinks throughout the wds. There was no damage to the braiding. The implant was received in the deployed state with some of the anchor bent/damaged. There was no damage to the tip. The anchor damage is consistent with recapturing the implant. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26 aug 2015. It was reported implant anchor damage occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. A 27mm watchman laa closure device was deployed, but it would not anchor due to possible compromised anchors. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, device analysis revealed numerous kinks throughout the delivery system.